Manufacturer narrative:
Dentist did not use original parts that are compatible with the implant to restore the situation. User should have consulted IFU to prevent this from happen. This is contraindicated.

Event description:
Implant fracture.

Event description:
Implant fracture.